Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box and tray from the lot number provided in the report. The label matches the product returned. Three photos were provided and reviewed. All three photos are endoscopic images of the trigger cord being stuck under the band when deploying the band onto the hemorrhoid's. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. A visual inspection showed three bands returned loose in the tray and part of the trigger cord was wrapped around the handle in a post deployment state. The trigger cord was broken at 42 cm from the proximal end of the cord. Only a portion of the barrel returned with the device. Bead placement and trigger cord length could not be verified as the trigger cord was broken. Only 6 beads were present on the trigger cord as the trigger cord had also broken at the distal tip and the detached portion was not included in the return. A functional test of the two-way handle was performed and it functioned as intended. The condition of the returned device is most likely caused from the excessive force used. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report due to the barrel was no longer attached to the trigger cord, the trigger cord was broken, and only part of the barrel returned. A definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Additional information received indicates that this device was used with an olympus endoscope. The mbl-6-f is designed to work with fujinon endoscopes. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can also occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that this device was used with an olympus endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an internal hemorrhoidal ligation, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the user released first band but 3 bands off together, and the trigger cord became stuck so subsequent bands were unable to deploy. The scope was in the retroflexed position and the force to remove the device was described by the user as excessive. User changed to another same cook device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.